Event description:
The surgeon was performing a lateral release using co's coagulator in a conducive medium with coagulator set at 50. A small portion of the coagulator broke off in the joint. The surgeon could not retrieve the broken piece.